Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during use. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue the key log was downloaded and reviewed. The device inappropriately lost power one time during the reported event. The reported issue is likely due to low state of charge of battery 1. The device was returned to the customer unrepaired, per customer request. The root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during use. There were no reports of harm to the patient use as a result of the reported event.

Manufacturer narrative:
Section a1, patient identifier of the initial medwatch report indicates none. Section a1, patient identifier of the initial medwatch report should indicate blank. Section b5, executive summary of the initial medwatch report indicates a customer contacted stryker to report that their device had powered off unexpectedly during use. There were no reports of patient use associated with the reported event. Section b5, executive summary of the initial medwatch report should indicate a customer contacted stryker to report that their device had powered off unexpectedly during use. There were no reports of harm to the patient use as a result of the reported event. Section h3, reason for no evaluation of the initial medwatch report indicates device receive in a condition which made analysis impossible. Section h3, reason for no evaluation of the initial medwatch report should indicate device evaluation anticipated but not yet begun.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during use. There were no reports of patient use associated with the reported event.